Manufacturer narrative:
This event pertains to the patient's right hip. Additional devices listed in this report: cat # 6264-5-028, lot # cahaf, description: 28mm -4 5-40 taper vit head; cat # 2051-2050, lot # 44193101, description: secur-fit ha psl cup/clustr shell 50mm; cat # 6265-3-103, lot # d3jkj, description: definition pm cemented hip #3; cat # 6265-4-413, lot # tbsa303h, description: 13mm type "a" dist.cent.modifi; cat # 6191-1-001, lot # rbh051 & rbh072, description: simplex p full dose 1 pack; cat # 2030-6525-1, lot # 48284301, description: 6.5 cancellous bone screw 25mm; cat # 2030-6530-1, lot # 52755601, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Devices remain implanted.

Event description:
It was reported by the patient's niece, that the patient underwent a bilateral hip replacement in (B)(6) 2000. It was further stated that the patient said both hips have not felt right since implantation in 2000. Patient is walking with the aid of a supportive cane.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 5-nov-1999. Based on the device identification the complaint databases were reviewed from 1999 to present for similar reported events regarding stiffness. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Clinician review of the provided medical records indicated there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for the vague complaints noted in the event description for this patient. Stryker orthopaedic regulatory department confirms none of the stryker devices implanted in this patient are subject to a recall no further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by the patient's niece, that the patient underwent a bilateral hip replacement in (B)(6) 2000. It was further stated that the patient said both hips have not felt right since implantation in 2000. Patient is walking with the aid of a supportive cane.